Event description:
(B)(4). Event occurred in the united states. The patient reported that about a month before this report, one of her infusion sets broke completely at the site. The tubing came off the clip at the site. At the time of this event, her blood glucose level was close to being over 500 mg/dl. In the morning of this report, when she woke up, she noticed that the tubing had completely snapped off the clip at the site. At the time of the event, her blood glucose level was at 462 mg/dl. Both times, she self-treated it with multiple dose injection and was able to change her site to get her blood glucose level down within target range. The patient did not notice any damage when the package was first opened. No further information available.